Event description:
Pt was scheduled for vns therapy system replacement surgery due to suspected device malfunction. It was reported that pt's device was successfully interrogated at office visit. Following the successful interrogation, neurologist was reportedly unable to perform complete device diagnostic testing and could not reinterrogate the device. Neurologist indicated that the device would not respond to several attempts to interrogate. It was reported that the elective replacement indicator was no, indicating that the generator was not at end of service. Additionally, the pt's family member reported that the vns therapy seemed to have a short term effect where it was working well for a month and then the seizures recurred. Neurologist suspects either battery depletion or a broken lead. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that indicated device malfunction.